Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter displayed a battery indicator message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 4pm. The patient manages her diabetes with lantus insulin (35 units) and metformin pills (1000 mg). It is not known if the patient made changes to her usual diabetes management routine. On the following morning, the patient claims she felt symptoms of shaky, weak and almost "passed out." The patient took food and/ or drank a beverage as treatment. The patient denied testing on another device. At the time of troubleshooting, the cca noted there was no indication of misuse. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.